Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration). An adverse event with the same product is being reported under (B)(4).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on the morning of (B)(6) 2019. The following morning, (B)(6) 2019, the cgm alerted for ¿urgent low¿ for over a 2-hour period; however, the patient¿s bg was 200 ¿ 300 mg/dl. The sensor was removed and that evening, the patient was taken to the emergency department for fever, pain and swelling of his right leg. The patient was diagnosed with an infection at the sensor insertion area and diabetic ketoacidosis (dka). Treatment included two doses of intravenous (IV) therapy of clindamycin and treatment for dka. The patient was discharged with a fourteen-day course of oral clindamycin. The patient was discharged with a fourteen-day course of oral clindamycin. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.